Event description:
It was reported that the left ventricular (lv) lead dislodged and fell out of the coronary sinus. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 crt-d, implanted: 2014-(B)(6). (B)(4).